Manufacturer narrative:
The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The tissue damage appears to be a result of the procedural conditions of slda. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
Subsequent to the initially filed medwatch, additional information was received: the patient was readmitted to the hospital and mitral valve replacement was performed on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the leaflet was damaged. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Immediately after deployment of the second clip, it was noted it detached from the anterior mitral leaflet (aml) and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The tip of the aml was noted to be torn. No treatment was performed and the procedure was completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.